Event description:
Patient had fluid accumulation around prometra pump. It was determined the catheter was also flowonix, and the catheter and pump was not in place leading to the fluid accumulation. The pump was replaced on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154450.